Event description:
It was reported through remote transmission that an episode of noise reversion caused by emi was observed on a segm. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).